Manufacturer narrative:
The lens was returned advanced to the nozzle entry area in a company cartridge. Inadequate viscoelastic was observed in the cartridge. No blockage was observed. The lens was misfolded, pressed up against the roof of the cartridge. The trailing haptic was misfolded under the lens. This position would indicate a plunger underride occurred. The cartridge had evidence of placement into a handpiece. No cartridge damage was observed. The company cartridge was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified cartridge and viscoelastic wee indicated. It is unknown if a qualified handpiece was used. The root cause for the reported iol blocked appeared to be related to a failure to follow the IFU. Inadequate viscoelastic was observed in the cartridge. No blockage was observed. The lens was misfolded, pressed up against the roof of the cartridge. The trailing haptic was misfolded under the lens. This position would indicate a plunger underride occurred. The instructions for use (IFU) instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. It is unknown if a qualified handpiece was used. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that lens found to be blocked. The second lens was used in the patient and did not experience any discomfort. Additional information has been requested however no further information received.